Manufacturer narrative:
Taper ii. Allergan has rec'd the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Explanting physician reports "leak from mid portion of the tube. Band tube first leak, then snapped when pulled." The band was replaced with another aps lap-band system.